Manufacturer narrative:
A ge service representative performed an over the phone investigation. The reported issue could not be repaired remotely. No further information is available.

Event description:
The customer reported that the system would not boot up.